Event description:
It was reported that the rotapro burr rotational speed was unstable. A procedure was being performed using a rotapro 1.50mm for treatment. During the procedure, it was noted that the rotational speed of the rotapro burr was not functioning properly. No patient complications resulted due to this event.